Manufacturer narrative:
It was reported that there was an intermittent runaway and safety-s error message displayed. The failure occurred during a routine check. A getinge field service technician (fst) was sent for investigation and repair on 2023-07-15. The tacho strobe foil was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No exact root cause was determined because the strobe foil is glued flat to the belt pulley. It is practically impossible to remove them non-destructively. An assessment of the reported event was performed by getinge life cycle engineering on 2023-07-31 with the following outcome: the most probable root cause for the observed small cracks in the strobe foil was determined as a mechanical influences. The review of the non-conformities has been performed on 2023-07-28 for the period of 2018-07-06 to 2023-07-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-07-06. Based on the results the reported failure "runaway and safety-s error message" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was an intermittent runaway and safety-s error message displayed. The failure occurred during a routine check. No harm to any person has been reported. Complaint ID: (B)(4).